Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged an unresponsive keypad issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue was not resolved.

Manufacturer narrative:
Follow-up #1: date of submission: 02/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2017 with the following findings: during investigation, the keypad was removed to inspect the conditions of the button contacts and no defects were found. Unrelated to the original complaint, the display was extremely dim with a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.